Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 14002 was returned and analyzed. During external visual inspection of the balloon segment, blood was observed inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for twelve applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50005 'the safety system detected fluid in the catheter and stopped the injection.' During pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. During inspection of the shaft segment, a guide wire lumen twist was observed proximal to the catheter tip. Pressure testing did not identify any leakage from the place of the kink and twist. During inspection and pressure testing of the shaft segment, the guide wire lu men was partially detached from the tip molding bond and a breach was observed at the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and twist, a guide wire lumen partial detachment from the tip molding bond, and a breach on the guide wire lumen on the attachment to the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.